Event description:
Medtronic received information regarding a subdural evacuating port system (seps). It was reported the patient came in for a subdural hematoma. They had a subacute that turned into a more acute hemorrhage with the use of the spinal needle. The needle was not well marked and easy to put too deep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.